Manufacturer narrative:
Per follow up, representative reported, "what we concluded is that when [the patient's] prometra ii pump was placed, that physician just connected [their] existing medtronic catheter to a flowonix revision kit. Our best guess was that [the patient's] medtronic catheter slowly degraded over time and fluid was not being pushed through. We were able to push dye through during [their] dye study- it was just very difficult and [the physician] had some resistance. That's why we decided to replace [their] entire catheter." The physician tied the old catheter off, and no segment was obtained. A whole new unit was placed. As there is no product for return, no further analysis can be performed and root cause cannot be confirmed. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Internal complaint number: (B)(4).

Manufacturer narrative:
This complaint is pending further follow-up and device history record review. (B)(4).

Event description:
Clinical specialist (cs) reported a catheter revision kit catheter that was explanted and replaced with a new catheter due to "poor flow" and a lack of pain relief. The catheter was reported to be attached to a medtronic segment of catheter.